Event description:
I have asthma copd lupus migraines. Approximately a year after starting to use the machine, I stated waking up with mucus in my throat and chest tightness. I has to start taking 2 puffs of ventalin to help. Sometimes it worked but mostly did not. I started to have swallowing issues last year. I had an endoscopy in the past few months and had to have my esophagus widened though I didn't why. It helped but last month, the choking began again. I have requested a change in machines but my doctor hasn't approved. To date, my medical supplies company has done nothing. I am (B)(6) and in deteriorating health. FDA safety report ID# (B)(4).